Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an exploratory laparotomy right hemicolectomy procedure, the staple line was formed however, the tissue of the colon that was close to the staple line was nicked. An additional bowel had to be resected and I was not able to re-anastomose patient because significant feculent peritonitis as a result of stapler malfunction. Patient is alive and was discharged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an exploratory laparotomy right hemicolectomy procedure, the staple line was formed, however, the tissue of the colon that was close to the staple line was nicked.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.